Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ca 19-9 immunoassay result for one patient sample. The initial result was 178.8 u/ml and was reported outside the laboratory. The result was questioned by the treating clinician as it was not compatible with the patient history. The sample was repeated with a result of 0.6 u/ml. On (B)(6) 2017 the repeat results were <0.6 u/ml and 1.95 u/ml. Quality controls were not performed on the day of the event. There was no allegation of an adverse event. The reagent lot number was 23161200 with an expiration date of 10/31/2018. Precision testing with qc material was performed. The procell nozzle was inspected and found to be clean. A specific root cause could not be determined based on the provided data. General product problems were excluded. Typical causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.